Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in emergency room after receiving inappropriate shock. Upon interrogation, it was observed that the patient received inappropriate shocks for atrial fibrillation or flutter with rapid ventricular response (rvr) due to inappropriate programming issue. Programming changes were made. The patient was stable post interrogation.